Manufacturer narrative:
Ocd performed batch review, complaint review by lot and donor history was performed. All results were satisfactory. Unable to perform retain testing since complaint was reported (B)(6) 2016 and product expired 02feb2016. Sample was not returned to ocd for further investigation. (B)(4)

Event description:
Report 1 of 2 customer reporting two separate incidents of transfusion reactions: customer reporting false negative results for antibody screen tests using screening cells lot# vs894 exp: 2/2/2016 when tested on provue instrument with anti-igg cards. First incident occurred on (B)(6) 2016, where antibody screen on patient's sample was reported as negative. Patient was transfused 1 unit of packed rbc, using is -crossmatch and was later discharged from facility. (Oncology patient, diagnose with anemia ). Patient came back to facility on (B)(6) 2016 and with repeat antibody screen using the same lot # of screening cells, lot # vs894, and now cell #2 showed 2+ reaction. Using 0.8% resolve panel a, anti-e was identified. Auto control = positive (1+) and dat was positive (1+) on post sample. Customer claimed site does not performed elution. Unit of packed cells transfused on (B)(6) 2016 was positive for e antigen. Customer indicated patient was later discharged from facility. No additional information provided on patient from customer. Tranfusion reaction work-up was performed by customer reports qc is normal. Weekly maintenance performed as expected. Ocd discussed possible low titers on samples, that were detected during abs screen. Customer agreed with discussion.